Event description:
Medwatch form 3500a, user facility medwatch report# (B)(4) received from FDA: patient was at his follow-up visit, several months after his procedure, when he complained of slight pain in his lower back after a ground level fall at his home (no emergency treatment and/or other medical follow up post-fall). Imaging studies demonstrated that both rods were broken l4-s1 with loss of correction. Decision was made to go to surgery for revision. See mfg medwatch report no. 1526439-2013-32824 for the second rod that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Discarded by customer.

Manufacturer narrative:
The complaint sample was not returned for evaluation. The disposition of the device is unknown as details were not provided. Review of the device history record cannot be performed as the lot code is unknown. A 12-month complaint trend analysis for the rod found no other related complaints other than this one. There were no observed trends of this nature. Without a product sample, we are unable to confirm the reported issue or identify the root cause. No corrective action/preventive action (CAPA) is required at this time. In the absence of the product device, lot number or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correction: per user facility, became aware of event "more than 10 days ago.